Event description:
It was reported that during an achilles tendon re attachment surgery, the anchor could not lock after it was tried to tighten the purple knob on the handle after the anchor was inserted into the calcaneus. An additional bone hole was created to use the back up device. The procedure was completed with no significant delay or patient injury reported.

Manufacturer narrative:
The reported 4.5 footprint ultra pk suture anchor assembly for use in treatment, has not been returned for evaluation. Without the reported product a visual and functional evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, anchor did not function properly. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: excessive force applied. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.